Event description:
Complainant alleged that during biomed testing in accordance with zolls device corrective action for june 2003, the device displayed "defib fault 72" and "defib fault 78". Complainant indicated that there was no pt involvement in the reported malfunction.